Event description:
The hand pieces and saw attachments heated up so you could not touch it anymore. During an attempt to perform the reaming of the acetabulum the device stopped working. Another unit was used to complete the procedure. This is 2 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. A visual inspection and performance testing of the returned device was performed. The testing could not identify any failure with the devices that would cause the reported failure. The complaint has been determined to be invalid. Device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)